Event description:
While performing routine service, the manufacturer's service technician reported that the ventilator had a blank screen and alarmed and and would not power up. The ventilator was not in use on a patient, therefore was no patient harm or involvement. The service technician replaced the cpu pcb board to address the reported problem. Final applicable testing was completed and tests passed to operating specifications. Factory analysis revealed a component failure on the cpu board. The component failure may result in shut down of the ventilator during normal ventilation mode operation.